Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. Pre-dilatation was performed with a 1.5x12mm unspecified balloon dilatation catheter (bdc) at 12 atmospheres (atm) and 14 atm. The 2.75x38mm xience prime stent implant was successfully deployed; however, a vessel dissection was noted, which was treated with deployment of a 2.75x15mm xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product issue/observation with respect to manufacturing, design or labeling.